Event description:
A malfunction alarm occurred with a pump, reported by rubin medical oy in finland. The malfunction code was resettable, but despite attempts to reset, the issue persisted, requiring the pump to be replaced. There was no reported impact to the customer's blood glucose level at the time of the event. Tandem technical support confirmed the customer's shipping address, provided instructions for the transport of the pump, and instructed the customer to return the malfunctioning pump using a pre-paid label. The pump was replaced as it was within warranty, although the customer declined to share information about backup insulin therapy. No further information regarding the outcome of the event is available.